Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair. The device was reprocessed as per IFU. There were no delays in the pre-cleaning and manual cleaning phases. Manual washing was performed with an enzymatic. Lh enzikat plus was used in the manual phase. The surface of the device was cleaned in the pre-cleaning phase, and it was unknown if it was scrubbed and/or brushed during the manual cleaning phase. The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1(email address, telephone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, it was confirmed that foreign material had adhered to the light guide. The foreign material could not be identified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. It was determined possible that the reprocessing could not be conducted properly due to a crack in the lens; however, the root cause could not be specified. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.